Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 23-jan-2022, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 23-jan-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient is charging too often. Patient said she was in pain while waiting for her replacement controller. Patient said the pain has been going on and off for a couple weeks when the battery dies. Patient said she has been talking to manufacturing representative (rep) on the phone and he was aware. During the call the patient was able to pair the controller with the ins and start a charging session. Patient said the controller was at 70% and the ins was way down. Patient kept saying it was not holding charge. Patient said the manufacturing representative (rep) told her she would have to charge once a day but sometimes her ins is dead after an hour. Patient said her device is programmed so she did not feel stimulation. Patient hates the feeling of stimulation. Patient said the reason she hates the stimulation sensation is because it reminds her of what happened when she sits down "without this thing". When the patient sits down without the device on, her feet fall asleep and when she gets up they are like blocks of ice and she can hardly walk. Patient said when she stands up her feet start to get better the feeling she feels is like the stim sensation and she hates that feeling. Patient said last friday a x-ray was taken which showed her lead has moved for the rep reprogrammed. Patient said the rep told her the only other programming option would be to program the device so she feels stimulation and patient hates the feeling of stimulation. Patient was redirected to health care professional (hcp) to discuss recharging frequency. No further patient symptoms or complications were reported in this event.